Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(test strip lot #) information was not provided.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch verio pro meter read inaccurately erratic. The patient reported blood glucose results of "454, 83 and 242 mg/dl" with the subject meter, performed within 20 minutes of each other. There was no injury or medical attention sought due to the issue. As the results fell outside expected values for precision testing, this complaint is being reported.